Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring size is smaller than a normal one, so the c-ring slider could not retract completely. A replacement unit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the c-ring was curved inwards. The metal slide rod was curved inwards as well. The dissecting tip rod was received without the locking knob. There was some evidence of blood. Based upon the visual observations, the reported complaint for "c-ring bent" was confirmed. (B)(4).